Event description:
It was reported that on june 3rd a myosure procedure was performed and a large orange piece remained within the myosure handpiece tip. The health professional only clearly noticed it once they removed this tool from the patient and were able to extract the orange thing from the tip. A very small fragment was visible floating in the uterus, but was likely "sucked" out with the specimen. While it perhaps impeded the function of the handpiece, it did not compromise the care of the patient. The procedure was completed using the same device despite cutting issues. No additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text : other.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted, and a "blade positioning stop", the orange piece of plastic was in a container returned from the customer. Functional testing was conducted and the device passed the testing. Hence, the complaint can be confirmed because based on hologic procedures this component is not expected to remain as part of the device once it has been released for the market. This observation will be monitored and trended.